Manufacturer narrative:
Per tandem¿s t:slim user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were being filled with 320 units of insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Tandem technical support advised for the customer to not overfill cartridges with more than 300 units of insulin; customer acknowledged. There was no reported impact to the customer's blood glucose level.